Event description:
During a hand laparoscopic splenectomy and nephrectomy, the device was fired over two previous staple lines on the renal artery and vein; staples were not formed properly. The staple line also was not complete. The doctor felt some resistance, a "crack" was heard and then the stapler fired smoothly. Arterial bleeding was noted and clips were applied; the doctor converted to open to control the bleeding and complete the procedure. Approximately 300cc of blood was lost from the pt.